Event description:
It was reported by the sales representative during a stereotactic breast biopsy procedure, the marker was deployed and the probe was rotated 180 degrees. The probe and marker were removed from the breast as one unit. Upon taking stereo images, the physician noticed that the tip of the marker was in the biopsy cavity along with the collagen. The patient was sent home under normal post biopsy instructions. The tip was removed on (B)(6) 2013 and the procedure was performed to remove the tip. The patient is doing well at this time.

Manufacturer narrative:
(B)(4). A biocompatibility letter was sent to the account, as requested. Investigation summary: the device will not be returned for investigation at this time; therefore, a definitive conclusion could not be reached regarding this specific event. Based on our knowledge of the device design and its prescribed use, we have developed a comprehensive risk management file associated with our mammomark product portfolio. The most likely scenario is that the user removed the marker applicator separately from the biopsy probe. Tip shear has been identified as a potential risk whenever the applicator shaft is removed through the biopsy probe. Our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Investigation summary: removing the applicator shaft creates the possibility of the applicator catching on one of these edges and shearing. As a mitigation step to address this risk, we provide contraindication language and instruction within the instructions for use: warning: failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear. Instruction #10: remove the mammomark applicator and the mammotome biopsy probe together as a single unit from the site and obtain images to confirm marker placement.